Event description:
It was reported that suture placement in the right common femoral artery was successful, using the preclose technique, prior to an abdominal aortic aneurysm (aaa) repair. Reportedly, the physician had difficulty while attempting to reload the guidewire into the proglide guide wire exit port for access. The physician used the back end of the guide wire and was then able to pass the guide wire through the exit port. The arteriotomy was 6 fr sheath and the vessel was described as non-calcified. The sheath size was upsized to 8 fr and 18 fr to perform the aaa procedure. The aaa procedure was completed and hemostasis was achieved using the proglide sutures. There was no adverse patient sequela. The customer reported a minimal clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. It is indicated that the device was discarded; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.sheath: 6f, 8f, 18f,guide wire: glidewire .035,heparin.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.